Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) stage iii in left eye. The topical steroid dosage was increased and an oral steroid was prescribed. Surgeon reported that patient was non-complaint and did not fill prednisone and ofloxacin and started drops late. A flap lift and rinse was done in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and feels well. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.25 x -.50 x 85, left eye pre-op 20/20 -1.50 x -.75 x 30. Note: this case is for the event involving the excimer laser. A separate report is submitted for the intralase laser.